Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml, 721.5 mcg/day) via an implantable infusion pump for the treatment of intractable spasticity and head/brain injury. The patient had medical history of spasms. It was reported that the patient experienced increased rigidity and spasticity about two months prior to the time of the report. There was no contributing factors that might led to the issue. The healthcare provider (hcp) had increased medication without any results; therefore the hcp performed a dye/rotor study on (B)(6) 2018. The hcp was able to aspirate 2 ml of cerebrospinal fluid (csf). Good flow was noted. However, floating small sediments was observed. Rotor study was performed successfully, movement was noted and no leakage was observed via myelogram. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.